Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a male patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the mid femoral artery, via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user,selected the mynxgrip vascular closure device 6f/7f to close the access site. The patient was discharged to home on (B)(6) 2012. No complications were noted at the time of the procedure. On (B)(6) 2012, the patient presented to the emergency room with a pseudoaneurysm on the left groin which was detected by an ultrasound. The pseudoaneurysm was resolved with manual pressure (duration unknown). The patient was discharged to home on (B)(6) 2012 with no reported clinical sequela. No further information is available.